Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The product was not returned for evaluation. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported with a description of intraocular lens (iol) was not yellow. Additional information has been requested.